Manufacturer narrative:
The suspect prod is the comfort curve test strips.

Event description:
Rptr alleged the blood glucose device measured discrepant pt results of 36 mg/dl at 11:28 am, compared to a lab result of 59 mg/dl at 11:35 am on the inform sys. As a result of the comparison, the alleged meter was taken out of service and no treatment was reportedly rec'd by the pt. Qc testing was performed and values were found to be within an acceptable range. It was stated the comparison was performed at a hosp. A request was made for the return of the suspect prod and replacement prod was sent. Inform sys (meter with strip lot 549621 and exp date 04-30-2008).